Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call that the customer's blood glucose was 400 mg/dl. They had to change the infusion set every 2 hours. Customer was using the auto mode feature at the time of the incident. Customer was advised the infusion set will be replaced. No product is expected to return for analysis.